Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the pro7200b, hall 50 dual trigger battery handpiece device was being used during a total hip procedure on an unknown date, and ¿an attachment (pro6045) came loose from the hand piece three times during the same surgery. The attachment came loose when it was put under pressure. According to the staff and surgeon, it was due to the handpiece and not the attachment. No harm came to the staff or patient¿. Follow-up assessment found that "the attachment came loose when it was used to cut of collum during a total hip surgery. The staff said that it happened when the saw was put under pressure during the cut. So the pro6045 was in the wound when it came off. It happened three times during this step of the surgery, but the surgeon was able to complete the cut and remove the collum. It came off in one piece. No components fell off from the pro6045 itself or the pro7200b." The procedure was completed without the use of an alternate device. There was no reported delay and no report of injury, medical/surgical intervention, or extended hospitalization for the patient. The pro6045, hall surgical powerpro reciprocating saw attachment will be listed as a concomitant device. There are no allegations filed against it. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the pro7200b, hall 50 dual trigger battery handpiece device was being used during a total hip procedure on an unknown date, and ¿an attachment (pro6045) came loose from the hand piece three times during the same surgery. The attachment came loose when it was put under pressure. According to the staff and surgeon, it was due to the handpiece and not the attachment. No harm came to the staff or patient¿. Follow-up assessment found that "the attachment came loose when it was used to cut of collum during a total hip surgery. The staff said that it happened when the saw was put under pressure during the cut. So the pro6045 was in the wound when it came off. It happened three times during this step of the surgery, but the surgeon was able to complete the cut and remove the collum. It came off in one piece. No components fell off from the pro6045 itself or the pro7200b." The procedure was completed without the use of an alternate device. There was no reported delay and no report of injury, medical/surgical intervention, or extended hospitalization for the patient. The pro6045, hall surgical powerpro reciprocating saw attachment will be listed as a concomitant device. There are no allegations filed against it. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Evaluation of the device found controller failure and the outer ferrule was damaged/worn. Preventative maintenance is not overdue. Repair/evaluation completed. Final test completed and met all specifications. Root cause cannot be determined, however, based upon IFU; a possible cause of this event could be the device was not tested prior to use to ensure appropriate functionality with the attachment. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been a total of one report, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Handle all equipment carefully. If any equipment is dropped or damaged in any way, return it immediately for service. Prior to each use, perform the following: ensure all accessories are correctly and completely attached. Perform the required preoperative functional tests for the equipment and accessories. We will continue to monitor for trends through the complaint system to assure patient safety.